Event description:
It was reported from the nurse that upon attempting to prime the tubing set with fentanyl on an intubated patient the tubing set separated. No adverse reaction to patient related to this event.

Manufacturer narrative:
The customer¿s report that the tubing set separated was confirmed to be a separation at the engagement between the tubing to the upper fitment¿s inlet port. Closer inspection of the separation under a lab microscope observed that the tubing had an insufficient solvent applied at the engagement during the manufacturing process. A dimensional analysis was performed on the tubing and was found to be within specifications. No functional testing was performed due to a leak that would occur from the separation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No functional testing was performed due to a leak that would occur from the separation. A device history record for model 2420-0007 with lot number 19127055 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 29dec2019. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
Information requested but not provided. If information becomes available will revise accordingly. Although requested, product has not been received. The customers states they have the product to return: the receival of this product is pending. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported from the nurse that upon attempting to prime the tubing set with fentanyl on an intubated patient the tubing set separated. No adverse reaction to patient related to this event.